Manufacturer narrative:
Subject device is not available.

Event description:
During aneurysm embolization, the physician could not advance the guidewire (subject device) in the microcatheter. The guidewire and microcatheter were removed and the physician found the guidewire had broken. There were no clinical consequences to the patient.

Event description:
During aneurysm embolization, the physician could not advance the guidewire (subject device) in the microcatheter. The guidewire and microcatheter were removed and the physician found the guidewire had broken. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was fractured and bent. In addition, the guidewire ptfe (polytetrafluoroethylene) coating was scraped. Functional analysis was not be performed due to the anomalies found on the product. Additional information provided by the customer indicated that the device was prepared per the dfu (direction for use). From the condition of the guidewire, the anomalies on the device appear to be the result of excessive manipulation. Additionally, because this complaint appears to be associated with handling of the product or portion of the product during the procedure a probable cause of handling damage was assigned to the reported and analyzed guidewire broken/fractured inside patient, and the analyzed guidewire kinked/bent. The torque device was not returned with the guidewire, so the cause of the ptfe coating peeling could not be determined.